Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) that displayed "high" on the continuous glucose monitor. At the time of the reported event to tandem technical support, the customer had not taken any action to address bg level. Reportedly, the customer successfully resumed insulin therapy.